Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. The customer overfilled the cartridge with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 264 mg/dl.